Event description:
Hcp reports pt presented with signs of infections including pocket erosion and incisional wound opening. The hcp reports perioparative antibiotics were administered and the pt did not have meningitis. The primary location of the infection was the ins device pocket. A culture of the skin and suture line was obtained which produced staph growth. The pt was treated with oral antibiotics and underwent partial device system explant. The infection has resolved. Device was explanted but not returned to the manufacturer for analysis.